Event description:
The field service engineer reported that the couch does not hold in the vertical position. Two of three screws securing the vertical brake were broken. The field service engineer replaced the broken screws with locally purchased screws. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).